Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On mar 14, 2024 customer alleged received change sensor/bad sensor alarm and sensor glucose vs. Blood glucose event. Following our receipt of one returned used sensors and performed visual inspection. Checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings place sensor under microscope and found gold trace damage (cracks, corrosion) at the counter and working electrode also found overgrowth platinum at the reference electrode. See attached file for details. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for low readings found sensor damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the medtronic minimed that the customer received a change sensor alert. Customer is unable to run a transmitter test. Customer was advised to try another sensor. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not with in range. Explained sensor may have no longer been responding to glucose changes and explained possible causes.